Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt connector was broken free and missing. The root cause for the missing receptacle was physical abuse. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported it was damaged.